Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient, in this pressure monitoring set with vamp adult the arterial line detached from the reservoir causing bleeding for the patient. Apparently, there was no tugging on the line. No further information available. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Event description:
As reported, during use in patient, in this pressure monitoring set with vamp adult the pressure tubing detached at the level of the connection with the vamp reservoir, on the dpt side. There was minimal blood loss since it was noticed immediately by the registered nurse (rn). Apparently, there was no tugging on the line. No further information available. There was no allegation of patient injury.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section b5, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not received for evaluation. Nevertheless, images were provided for review. Based on the image evaluation, the report of "pressure tubing detached at the level of the connection with the vamp reservoir" was confirmed. One image showed an outer labeling from reported model but different lot number. Second image showed a tyvek pouch from reported model and lot number. The third image showed vamp adult reservoir and pressure tubing. Pressure tubing appeared to be completely detached from vamp reservoir. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Corrective actions are being investigated in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. There are manufacturing controls to avoid potential causes related to confirmed malfunction the reported malfunction.